Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. The caller stated that the infusion set had to be removed from the customer, but the customer did not have another one to use. The caller requested emergency supplies to be sent to the hospital. The caller did not have any of the customer's information at the time of the call. The caller was transferred to the proper department for emergency supplies. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.